Event description:
It was reported, that a minimum fill notification occurred, after the user filled the cartridge with an unspecified amount of units of insulin, during the load sequence. Additionally, it was reported, that the pump touchscreen timed off sooner than expected. There was no adverse impact to customer's blood glucose. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.